Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted; however, unable to prime unit during prime/delivery test due to faulty force sensor resistor. Unable to perform excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. Unit received with minor scratches on lcd window. Unit received with cracked battery tube threads.

Event description:
Customer reported via phone call to have received excessive no delivery alarm and motor error alarms. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed two motor error alarms within the last month and no motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.